Manufacturer narrative:
An event regarding intraop fracture involving a accolade c cs 132 nk was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as pre and post operative x-rays, medical records, operative reports, full patient history as well as follow up notes are needed to complete the investigation for determining a root cause. It must be noted that the patient had other co-morbidities. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During the surgery the cement did not set up properly, it was removed from the canal, another batch was mixed and used. Upon the implantation of the second stem the femur was fractured.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
During the surgery the cement did not set up properly, it was removed from the canal, another batch was mixed and used. Upon the implantation of the second stem the femur was fractured.